Manufacturer narrative:
Evaluation summary: this device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the distal portion of the device was extremely discolored and contained a heavy foreign residue. The stopcock/heat shrink was broken off at a point just below the heat shrink. The extrusion at the point of breakage was very irregular. A longitudinal split was observed beginning at the proximal end and extending distally for a length of approximately 4 centimeters. The extrusion was still pliable and no indications of material degradation were observed. The extreme distal tip, approximately 2-3 millimeters, was missing and not returned for evaluation. This device displayed characteristics consistent with excessive force, the longitudinal tear and irregular edges on the extrusion. Excessive force may have been applied to the suture which caused it to tear through the extrusion. Additionally, co's follow up revealed this catheter had been in place for over 10 months. Co believes user technique as well as length of indwelling time may have been contributing factors to this event.